Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize the position of the latch. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device does not recognize the position of the latch. Log events were reviewed and there are no errors related to the complaint. There were no services previously reported. Visual and functional testing was performed. During the visual evaluation the device was found in good condition. Device failed latch lock test, with the latch lock damaged. The latch lock sensor was replaced. Device passed all testing post repair.